Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log files were attempted to be downloaded for further investigation on patient¿s equipment including any possible driveline issues, however the old system controller was completely inoperable and the new system controller had no information on it to be downloaded. It was also reported that testing of the system controller showed damage that, based on previous complaint experience, is consistent with driveline issues. The patient has had no subsequent alarms or driveline issues since their system controller was exchanged however they had a very weathered driveline. It is unknown if there was an interruption to pump support as the system controller was unable to turn back on. The patient stated the controller had a yellow wrench alarm to set the alarm clock and then flipped to a red alarm that read change controller. The patient is reported to be doing well and living an active lifestyle. Their mediation regimen remains the same and vad parameters are within normal limits per the patient¿s baseline.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 2 years and 4 months (calculated from the date when the system controller was issued to the patient.) System controller evaluation: the report of a red heart alarm, replace controller alarm, and inability to power up the controller was confirmed and reproduced during testing of the returned system controller . The returned system controller was connected to a test system controller, power module, patient cable, and system monitor. The system controller did not power up and would not support a test lvad when it was connected. No communication was established with the test system monitor and a log file could not be retrieved. The system controller was disassembled in order to examine its internal components. Visual inspection revealed two damaged driver fets (component q28 and q27), which are part of the controller's driveline circuitry. Additionally, some damage to the printed circuit board (pcb) itself. The damaged components were removed; however the damage to the pcb prevented a new component from being installed. The system controller was re-assembled and reconnected to test equipment. A low file was now able to be retrieved. The retrieved log file contained approximately 30 days of data (dated (B)(6), according to the timestamp). At approximately 3:38pm on (B)(6) 2017 the log file captured a driveline disconnected alarm and the controller was no longer supporting the pump. This event occurred on battery support. At approximately 3:39pm the driveline was captured as reconnected and pump speed began to ramp up. However, the last event captured in the log file captured pump speed at 3000rpm and did not capture any events indicating that the controller was disconnected and powered down. The events suggest that the controller operated in backup processor mode, during which it would have alarmed with a replace controller/controller fault alarm but would not have written any events to the log file. This is consistent with reported events. Although the root cause of the events captured in the log file and the confirmed damaged components (q27, and q28) could not be conclusively determined during the investigation, based on previous complaint experience, the damage could be related to potential driveline wire compromise. The system controller was exchanged and no further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient exchanged the system controller at home due to a red heart/replace controller alarm. The patient was asymptomatic. The submitted log file was reviewed by technical services representative and found to contain only three (3) lines of data captured on (B)(6) 2017 and there was no evidence of a short to shield issue. Analysis of the submitted x-ray images did show several areas of damage to the shield, internal and external. No additional information was provided. During investigation of the retrieved system controller log file; pump stoppages were revealed.